Event description:
Interferential stimulator in operation. Machine was bumped, causing loosening of power cord at machine. When machine cycled back on, pt received a shock. The power cord is not permanently affixed to the machine. There is no strain relief on cord. Any power interruption, including power failure and power restoration can result in shock to pt.